Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the suggested event could be caused due to faulty front panel unit. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center front panel was not functioning. There were no reports of patient harm.